Manufacturer narrative:
(B)(4). Investigation summary: five photos containing a total of eight syringes with seven in fully sealed blister packs from batch 7240921 (p/n 309628) and one loose were received and evaluated. It was observed one of the syringes had an incompletely filled plunger rod with the thumb rest smaller than expected. Two of the syringes in the photos appeared to display a damaged stopper with a portion of the bottom rib missing. Two syringes had jammed stopper conditions. Three of the syringes had missing or illegible scale markings with one of the syringes having a significant skewed scale. All of the eight total syringes in the photos were rejectable per product specifications. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: potential root cause for the incomplete fill defect is associated with the molding process. Potential root cause for the damaged and jammed stopper defects are associated with the assembly process. Potential root cause for the missing and skewed scale marking defects are associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 7240921 is considered in compliance with our product specification requirements.

Event description:
It was reported that 80 bd luer-lok¿ tip syringes had defective stoppers, 80 syringes had scale printing defects, and 80 syringes had plunger rods that were "too small." All defects were found before use in lot# 7240921. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, our company found three types of defects during the inspection of 7240921 batches of syringes, which are the syringe stopper defect, scale printing defect, and the size of the syringe plunger rod according to the hand was abnormal. Stopper defects include: the stopper front end was damaged, missing, and deformed; scale defects include: no scale, the scale was not clear, etc; the plunger rod of the syringe was too small by hand."